Event description:
User facility that b. Coli was repeatedly cultured from an olympus colonoscope (model cf 1401) after the endoscope had been processed in the steris system 1. The incident occurred in march, 2000 but was not reported to steris until may 4, 2000.